Event description:
It was reported the device was over infusing. Patient involvement is unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn uso seal, and a bent latch handle. There was no evidence to review in the device's event history log. Three accuracy tests were performed. Upon testing, the reported problem was duplicated. It was determined that the expulsor was the root cause. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown.